Event description:
Surgeon asked for a secure strap to tuck the mesh in place. The securestrap suddenly did not work and the surgeon commented, "this tucker is not working, open another one." According to the surgeon, the secure strap is not coming out properly, it is sticking at the end and that's why it does not tuck properly. An ethicon representative was present in the operation room, and he said the tip of the item was damaged and that is why it was not firing correctly. He is unsure if the damage was from the package, or at the start of the surgery.